Manufacturer narrative:
(B)(4). Carefusion was able to verify the reported issue. Visual inspection revealed component jp4 of the power flex was damaged. Pins 2 and 5 of jp4 were burnt. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported that the unit had a burnt lemo connector, this issue was noticed before an update was installed. There was no patient involvement or patient harm associated with this complaint.

Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.